Event description:
Device history record was reviewed, no event linked with the reported issue was found. Partial device history log was reviewed. Several (10) technical error 18 were found in june 2025 which confirms the reported event. The reported device was not received in brézins for investigation because it was repair locally. The defective power supply board was received in brézins for investigation. According to the result of investigation, on visual inspection, it was found that component d1 was torn off (part of it was unsoldered). Due to the component condition, no further investigation was carried out. Based on this information the root cause of this defect was found likely due to a mishandling of the board which corresponding to a misuse. To our knowledge this complaint is not being related to patient safety this complaint is considered as: misuse the trend is: n/a

Event description:
The following has been reported by customer: error 18: power supply board defective reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.